Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that post implant far-field sensing was noted on the right atrial (ra) lead that was marked as atrial fibrillation. A review of the x-ray showed that the lead had dislodged. The ra lead was not completely in the ventricle. A successful lead revision procedure was performed and the lead remains implanted in the pt. No adverse pt effects as a result of the lead revision were reported. As no further info concerning this report is expected, our investigation is completed. This investigation will be updated should further info be provided.